Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and high out of range pacing impedances greater than 2000 ohms. A revision procedure was performed to replace the lv lead. During the revision, insulation damage was visible on the lv lead and the high impedances were observed via a pacing system analyzer. An attempt was made to extract the lead but removal difficulty was encountered and the decision was made to surgically abandon the product. This lv lead is no longer in service. No additional adverse patient effects were reported.